Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the device stapled halfway when fired then stopped. A new device was opened to complete the procedure. There were no patient adverse event. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025. D4: batch #480d10. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed? 3. Were any staples delivered into the tissue at all? 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 5. Was the staple line interrupted; staples not present/visible on any portion of the staple line? 6. Did the device cut the tissue? 7. Was there any difficulty opening the device jaws? 8. If yes, what steps were taken to open the jaws? 9. If the jaws could not be opened, how was the device removed? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage, along with a reload stapler retainer inside a plastic bag and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the cartridge deck damaged. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete, and the staples met the staple form release criteria. In addition, a tyvek was received along with the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 480d10, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.